Event description:
The account alleged that the bed pops out of brake mode when the bed is shaken. No pt impact.

Manufacturer narrative:
The account stated the brake caster is missing the mounting bolt. No further info is available on the repair or the bed at this time.